Event description:
It was reported that a burr detachment occurred. The 80% stenosed target lesion was located in the severely calcified left coronary artery. A 1.25mm rotapro was selected for use. During the procedure, ablation was performed and after the second run, the rotapro burr was detached from the catheter. The free burr was removed using the rotawire tip. The procedure was completed successfully with another device and there were no patient complications reported.

Event description:
It was reported that a burr detachment occurred. The 80% stenosed target lesion was located in the severely calcified left coronary artery. A 1.25mm rotapro was selected for use. During the procedure, ablation was performed and after the second run, the rotapro burr was detached from the catheter. The free burr was removed using the rotawire tip. The procedure was completed successfully with another device and there were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. A photo and video showing the detached burr were attached to the complaint, as well as videos of the burr detached within the lesion and burr removal using the rotawire. The reported burr detachment was able to be confirmed using the attached media.